Manufacturer narrative:
The lens was returned in liquid in a vial. Visual inspection found one haptic torn. (B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.2mm micl13.2 implantable collamer lens, -11.5 diopter, was torn while being pulled into the super funnel cartridge. There was no patient contact. The backup lens was implanted.